Manufacturer narrative:
The complaint investigation for falsely elevated alinity I prolactin results included a search for similar complaints, and review of complaint text, trending data, labeling, and device history records. Return testing was not completed as returns were not available. In-house testing for reagent lot 22356ui01 was completed. Tracking and trending did not identify any trends for the product for the issue. Device history record review on lot 22356ui01 did not show any potential non-conformances, or deviations. In-house accuracy testing of panels which mimic patient samples was completed using retained samples of the complaint lot. All specifications were met indicating that the lot is performing acceptably. Labelling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I prolactin assay, lot number 22356ui01 was identified.

Event description:
The customer observed falsely elevated alinity I prolactin results for a (B)(6) female patient diagnosed with pelvic inflammatory disease. The following data was provided (reference range: abbott is 108.8 to 557.1 miu/l, beckman before menopause is 70.81-566.46 miu/l and post menopause is 58.09-416.37 miu/l): initial result = 1641.84 miu/l, repeat = 1664.58 miu/l, repeats on i2000sr = 1518.3 miu/l and 1477.98 miu/l, beckman result = 696 miu/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.